Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the reported symptom of constant upstream occlusion alarm. Evaluation found the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced constant upstream occlusion alarms. It was also reported that there was no patient involvement.